Event description:
It was reported by the caller that the patient had a pressure dropped and it was observed by intracardiac ultrasound that the patient had a pericardial effusion and low ejection fraction. CPR was performed for a short period followed by a pericardiocentesis in which 365 ml was removed from the pericardial space. The patient is stable and will be transferred ccu for observation. Ablation catheter was boston scientific farawave. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).